Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021 mpxr (B)(4) (rep, hcp): information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (0.3 mg/day), clonidine, and bupivacaine via an implantable pump for non-malignant pain. It was reported that the patient heard their¿pump alarm last night around 9:00 pm and they stated that they experienced withdrawals and nausea. It was confirmed today that the patient had a motor stall and it had still not recovered yet. There were no external factors that contributed to the stall as the patient denied electromagnetic interference (emi), magnetic resonance imaging (MRI), and magnets in their environment. The patient was admitted to the hospital for supplemental medication and the pump will be replaced on (B)(6) 2021. The issue was not resolved at the time of the report. The patient's weight and medical history were asked but unknown.